Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted into a patient using a 14f amplatzer steerable delivery sheath. On (B)(6) 2022, a small pericardial effusion was discovered by transthoracic echocardiogram (tte). No treatment was done. On (B)(6) 2023, the patient developed bradycardia and a permanent pacemaker was implanted. On (B)(6) 2023, the previously noted pericardial effusion had grown, and was treated with pericardiocentesis; 800ml of fluid was drained. The patient is reported to be stable and discharged.

Manufacturer narrative:
Nad1 - brand name: updated to amplatzer amulet; d2a common device name: updated to cardiac plug; d2b - procode: updated to ngv; d4 - catalog #: updated to 9-acp2-010-025; d4 - lot #: updated to 8499671; d4 - expiration date: updated to 4/30/2027; d4 - UDI #: updated to (B)(4).

Manufacturer narrative:
An event of pericardial effusion and arrhythmia was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Field noted that patients had medical history of paf, htn, osa, bradycardia which may have contributed the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.